Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient came out of a room and sat down in the living room and started rubbing his head and his spouse noticed it and knew immediately that there was something wrong with the patient but he was unable to state what he was feeling at that time. The spouse gave him orange juice because she felt that his sugar level was low. She was not able to provide the exact cgm value, but she said that it was high during that time. The patient started convulsing and having a seizure. The spouse called 911 and the emergency squad responded. The patient was given glucagon and IV glucose. A bg checked by emergency medical services (ems) was 38 mg/dl and the cgm value then was 60 mg/dl. At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.